Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient¿s ipg site appears to be infected per patient report. The patient was advised to follow up with the physician for further assessment of the ipg site.

Event description:
Follow up information identified surgical intervention may be pending to address this issue.

Event description:
Follow up information identified there was no infection. The patient underwent surgical intervention on (B)(6) 2017 where the ipg pocket was relocated. Therapy has resumed and issue has resolved.